Event description:
Reporting status: serious injury - permanent impairment/med intervention. Reporting rationale: stent was compressed at an unintended vessel site with another stent; disability. Device issue: stent dislodgment. It was reported that during a ptca/stent procedure, the stent dislodged from the stent delivery system (sds) in the coronary artery. Snaring was attempted, but the attempt failed. The stent was compressed against the left main artery, and it was covered over by another stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the device because it was not returned. The release testing data was reviewed; stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate that the unit had an adequate crimp. No determination can be made as to the root cause of the reported dislodgement.